Manufacturer narrative:
Complaint confirmed, the curved tip was found to have broken off near the weld. This event is most likely caused by the application of prying/leveraging forces to the device during use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the tip of the device snapped off and became loose in the patient. The loose part was retrieved from the patient and the surgery was successfully completed using a rhino passer. Surgery performed was a shoulder stabilization surgery. Update 03-sep-2020: information received today that surgeon had to switch to an open procedure to remove the broken tip.